Event description:
Upon further review it was found that, there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The downstream occlusion (dso) seal. Updated software to the latest version and reset to standard configuration. Preformed pvt unit passed all test criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a worn-out power button and failed the pressure test. There was unknown patient involvement.